Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Review of the device data log noted an error code. Functional testing included use testing. The motor was activated and the pump exhibited the error code. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code with alarms and the pump stops running. No adverse patient effects were reported.